Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that right atrial (ra) lead exhibited noise. The noise was not reproducible during an in clinic follow up on (B)(6) 2025. The ra lead remained implanted and will continue to be monitored. There were no patient consequences.